Manufacturer narrative:
The device was received with unresponsive button due to unlocked j2 connector at lcd board. The weak battery or lost sensor alarms were unable to be verified due to unresponsive buttons. The pump was received with cracked case at display window corners, belt clip slot and with minor scratched lcd window. (B)(4).

Event description:
The customer reported via phone call of button error on their insulin pump. The customer states the buttons are unresponsive. The customer's blood glucose at the time was 133mg/dl. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.